Event description:
Item would not zero.manufacturer response for intercranial temp/pressure monitor, (brand not provided) (per site reporter).======================took description of the problem, issued rga# and sent a replacement product.